Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd syringe luer-lok¿ tip was found with foreign matter inside the syringe and also inside the packaging. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: nine sealed 10ml packaged syringes were received by bd canaan and confirmed to be from batch #7300577 (p/n 302995). The samples were visually evaluated. Six syringes had no visual defects. Three syringes were found to have green/black foreign matter on the packages. The fm appeared to be grease which contacted the bottom of the package during the packaging operation. The grease is not in the fluid path, however it is a rejectable condition per product specification. DHR review for batch 7300577 (p/n 302995): part break order. Manufacturing date: 11/04/2017 to 11/05/2017. Batch quantity was 504,000. Batch assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300577 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: root cause undetermined.